Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that two boluses were given to the patient from the new bag of tube feed. After the second bolus, it was noted that the tubing was leaking from below the purple spike set. The spike did not improperly punctured the bag. The leak was coming from directly below the purple tube feed spike. There was no patient injury.